Manufacturer narrative:
Visual, dimensional, and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The suture capture trap may not have been completely loaded which could cause the suture capture to become detached. Cytotoxicity/biocompatibility testing found that the devices met the acceptance criteria for the required biocompatibility tests and affirmed no toxic effect of materials. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a firstpass suture capture, when the device was removed from the patient it was noticed that the suture capture was no longer attached to the needle. It was subsequently confirmed by x-ray to have been abandoned in the patient. No additional patient complications have been reported as a result of this event.